Manufacturer narrative:
This report is a response to user facility report (B)(4). We have assigned complaint (B)(4) to this report. Several attempts have been made to recover the device for evaluation but the device has not yet been returned, so an analysis of the device could not be completed and device failure could not be confirmed. A DHR review was completed and because no anomalies were found the incident is not believed to have resulted from a manufacturing defect. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
A (B)(6) woman who had complained of headache for a few days and then developed facial droop and focal weakness on (B)(6) 2018 and rushed to the ed. She was diagnosed with subarachnoid hemorrhage due to rupture of an aneurysm, large frontal lobar and basal ganglia hemorrhage and left-sided hemiparesis. She is stable post right sided pterional craniotomy with evacuation of hematomas and placement of evd. She is intubated in the sicu. An rn attempted to place bridle and discovered that the magnet was missing from the end of the blue stylet after multiple failed attempts to place the bridle. Unclear if magnet was absent or dislodged in patient during placement attempts.